Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that following her battery replacement they thought she had a reaction to the sutures. It was red, rash, itchy and they thought it was an infection and put her on antibiotics but upon removal they found no infection. No further complications were reported or anticipated.